Manufacturer narrative:
We checked the returned unit and confirmed that the air nozzle was missing glue. Based on the result, we concluded that it was caused due to the physical damage applied on the air nozzle. In addition, we confirmed that the forward body cover cracked, the u/d and the r/l knobs loosened, the angulation-down angulation decrease, the angulation-left angulation decrease, the angulation-right angulation decrease, the angulation-up angulation decrease, and the water nozzle missing glue; however, they are not the main cause, and/or irrelevant to the alleged complaint. In terms of the gluing missing, the possibility of it dropping into the human body could not be denied. Moreover, based on the technical report"hr-rpt-0585(nozzle)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).